Manufacturer narrative:
Date of event: (B)(6). Date of report: 03sep2019.

Event description:
Touchscreen failure. There was no report of patient involvement.

Manufacturer narrative:
Date received by manufacturer: 03oct2019. Date of report: 04oct2019. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Touchscreen failure. There was no report of patient involvement.

Manufacturer narrative:
G4: 29jul2020. B4: 05aug2020. The touchscreen assembly was received, and failure investigation was performed. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. Resistance measurements were performed on the returned component. The returned component was installed into a test user interface assembly. After further investigation, the reported complaint could not be duplicated. The root cause could not be determined. There was no fault found on the returned component. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.